Event description:
(B)(4). I also have had irregular periods. Heavier periods. And painful intercourse which has never been an issue

Event description:
(B)(4). I've been taking klonopin for 11 years and all these symptoms came about after the essure placement. I'm lethargic. No energy. I've gained 60 lbs in a year. I saw my regular doctor only to find out my thyroid is hypo, extremely low vitamin d, excessive weight gain that can't be explained. I'm taking 6,000 units of vitamin d and I still can't raise my levels. We started at 500 and increased because my levels won't increase. Synthroid is unable to help my thyroid. I'm extremely tired all of time. I use to be extremely active with 6 kids from sun up to sun down. Now I can barely get threw a few hours without needing a nap. I can no longer work out. My joints hurt. My joints pop especially my ankles. I gage public pain on both sides but mostly my left side. The pain has been so bad I had an exploratory surgery on my left ovary to look for a cyst or mass. I now have to have a hysterectomy at (B)(6) years old.